Manufacturer narrative:
There is no further information avaialble. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this clinician called our company to request lead lengths and stated, they would be taking this patient's lead out due to unspecified issues. It is unknown if this lead is placed in the patient's atrium or ventricle. There were no adverse patient effects reported.